Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging an the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring "hi" on the blood glucose meter (>600 mg/dl) with symptoms suggestive of hyperglycemia of polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a battery life issue. Troubleshooting of the pump by animas customer technical support revealed that low battery alarms did appear in the pump alarm history; the alarm history indicated the battery life was less than expected. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy associated with less than expected battery life with low battery alarms recorded in the alarm history.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2016 with the following findings: review of the pump histories revealed multiple replace battery 128-fb88 alarms observed. Voltage was not low at time of the alarms. Daily insulin delivery totals were inconsistent. Black box data showed that following a replace battery alarm on (B)(4) 2016 at 1:01pm, insulin delivery was not resumed until (B)(4) 2016 at 8:05pm and following a replace battery at (B)(4) 2016 8:32pm with insulin delivery not resumed until (B)(4) 2016 10:11am (B)(4) 2016. During investigation, the pump passed delivery accuracy test and was found to be delivering within required specifications. Pump electrical current draws were tested and were within specifications. No alarms occurred during testing. Replace battery alarm was induced during testing and the pump gave the appropriate audible and visual replace battery alarm. There was no damage found to power circuit. Investigation did not duplicate the complaint.